Event description:
The reporter stated the surgeon inserted an aq2010v silicone three-piece lens but the lens was removed due to the haptic tearing. The incision was enlarged to remove the lens and sutures were required.